Event description:
A passeo-18 balloon catheter was chosen for treatment. The balloon was placed properly inside the lesion. As the balloon was inflated up to 6 bar the pressure of the balloon would slowly turn down. To keep the balloon inflated at 6 bar it was necessary to keep on giving more pressure.

Manufacturer narrative:
28-sep-2021 PMA number was incorrect on the original submission. Corrected to k151744. The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the proximal part of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole with diagonal orientation about 31 mm distal to the proximal x-ray marker. At the origin of the pinhole scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Manufacturer narrative:
28-sep-2021: PMA number was incorrect on the original submission. Corrected to k151744.